Event description:
The customer reported that the device fails to measure ECG. There is not enough info to determine whether pads/paddles or ECG issues. There was no report of pt involvement.

Manufacturer narrative:
(B)(4): a f/u report will be submitted upon completion of the investigation.